Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The ultrafiltration volume was 1946ml, giving a drain volume of 4946ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported. Product surveillance updated the peritoneal dialysis (pd) nurse with the iipv identified in the hc device log and probable cause.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal) but failed the rite functional tests due to an unrelated alarm. The device passed all testing pertaining to temperature and volumetric accuracy and was found to meet functional specifications relative to the increased intra-peritoneal volume (iipv) identified via device log review. The cause of the iipv found in the logs was determined to be: insufficient drain; initial drain alarm setting inappropriately programmed too low (0ml). A review of the previous service record showed the device passed all required tests and calibrations and no issues were identified that may have contributed to the iipv issue. The previous return of the device was not for any issues related to iipv. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).